Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
During a procedure performed on (B)(6) 2013, while advancing the s-lok pedicle screw, the tip of the polyaxial locking screwdriver fractured and stayed contained in the head of the screw. The screw was removed and replaced with another to complete the procedure. There was a delay to the procedure of approximately six to eight minutes as a result. No patient injury was reported.